Manufacturer narrative:
H6: investigation summary: 1 photo was received by our quality team for evaluation. The returned photo shows that the needle cap has been removed from the tether foil end and cannula was exposed. The extended tether foil folds on the cannula are correctly formed in zig-zag fold with no abnormality. A device history record could not be evaluated as the lot number is unknown. Due to an actual sample not being provided for thorough investigation, a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter safety mechanism failed when the needle was retracted. The following information was provided by the initial reporter: "during emergency services a peripheral catheter had to be placed in the veins of a critically ill patient. When the catheter was in place and the needle was retracted the needle did not go into the protective part."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter safety mechanism failed when the needle was retracted. The following information was provided by the initial reporter: "during emergency services a peripheral catheter had to be placed in the veins of a critically ill patient. When the catheter was in place and the needle was retracted the needle did not go into the protective part."